Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery. The blood glucose reading was 145 mg/dl. The customer reported that the issue had been resolved by a reservoir change and was unable to troubleshoot. The customer was advised that the reservoirs would be replaced and agreed to return the product for analysis.